Event description:
It was reported, the rf (radio frequency) head was broken. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Intermittent telemetry. Functional uplink test out of specification; rf (radio frequency) head cable found out of electrical specification.